Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing were observed on merlin.net transmission. Review of session records noted undersensing of atrial flutter resulting in pseudo-pseudofusion. Programming changes were made and the issue was resolved.